Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to info provided. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Breakage of 4.5mm cannulated cortical screw used for distal fibular fracture.